Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the pump keypad buttons were unresponsive and moisture was visible behind the display lens after swimming with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad button response issue could not be investigated due to moisture ingress. Moisture was observed behind the display lens. The display screen was cloudy and distorted due to the moisture. A leak test was performed. A leak was found in the display lens and in the battery compartment. The pump case was removed and moisture was observed on the internal components. Additionally, a crack was found along the pump battery compartment. (B)(4).